Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing.

Event description:
It was reported that the left ventricular (lv) lead had no capture due to dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 694958 implantable tachy lead, implanted: (B)(6) 2007, 5076 implantable pacing lead, implanted (B)(6) 2007, 6935 implantable tachy lead, implanted (B)(6) 2012. (B)(4).